Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, there was moisture corrosion inside the battery compartment near the motor flex connector and on the display window. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported there was moisture in the battery compartment. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.